Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was recording non-physiological large noisy signals that were being oversensed. Technical services (ts) reviewed the case and stated this could possibly be a lead issue. Isometrics, pocket manipulations and impedance evaluation was recommended. Further information was received indicating more noise episodes were seen, and indications on how to turn this device tachy therapy off was requested. Ts instructed on how to do this, tachy therapy was programmed off. Eventually, this rv lead was explanted and replaced along with it's adaptor due to noise, oversensing and pacing inhibition without asystole. This product is not expected to be returned. No additional adverse patient effects were reported.